Event description:
It was reported during an on site visit that the pump module would get channel error alarm, if it reoccurs the clinician removes the channel and tags it for repair by biomedical engineering. There were no further details or device available for investigation. Patient involvement is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No products will be received

Event description:
It was reported during an on site visit that the pump module would get channel error alarm, if it reoccurs the clinician removes the channel and tags it for repair by biomedical engineering. There were no further details or device available for investigation. Patient involvement is unknown.

Manufacturer narrative:
Omit : a1601 - device alarm system (1012), g0600101 - alarm, audible. Additional information : imdrf annex a and g codes.